Manufacturer narrative:
Result: loose gear housing screws caused head-end lift getting stuck upright lowering up to mid level only. Head-end potentiometer was out of limits.

Event description:
It was reported by service report that the head-end lift would only lower to mid level. It is unk if there was pt involvement. However, no adverse consequences were reported.